Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload event. There is no documentation to show a causal relationship between the fluid overload and the liberty select cycler. The patient¿s treatment data did not show any instances of iipv or any treatments where there were multiple m65 alarms received. The patient had cardiac comorbidities (unspecified) that could have contributed to the fluid overload and subsequent weight change. Based on available information a cause of the fluid overload cannot be determined. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd therapy and the fluid overload with necessity for additional treatment with hemodialysis therapy remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced fluid overload coincident with peritoneal dialysis therapy. The patient required additional hemodialysis treatment to remove excess fluid. The patient was experiencing sporadic ultrafiltration volumes and the peritoneal dialysis registered nurse (pdrn) reported that the patient was 5.8 kg over their dry weight within one week. The pdrn was concerned that the patient was being overfilled continuously and went on a home visit to see the patient and review the cycler. The patient was receiving multiple scale reading errors. The patient did not require further intervention after the additional hemodialysis treatment. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.